Event description:
It was reported that the patient experienced constant discomfort in the pocket area. The patient¿s pacemaker was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The pacemaker was returned for analysis. The interrogation showed normal results and visual screen was acceptable.